Manufacturer narrative:
(B)(6).

Event description:
Reportable based on device analysis completed on 21-sep-2018. It was reported that rotawire couldn't cross lesion. A rotawire and wireclip torquer and 1.25mm rotalink burr were selected to treat the tortuous and calcified lesion. During the procedure, it was noted that the rotawire could not cross the lesion smoothly and it was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed the rotawire was stuck in the rotalink. Device eval by manufacturer: returned product consisted of a rotalink burr catheter with the related rotawire stuck in the lumen. The wire was noticed to be severely kinked. There is blood in the sheath. The handshake connection, sheath, coil and burr were microscopically and visually examined. The coil is kinked at the handshake connection. The coil is stretched. There are numerous sheath kinks. The sheath is twisted and torn under the strain relief. The device was soaked in hot water in an attempt to remove the wire. The rotawire was not able to be removed from the burr catheter due to the blood in the sheath and the damage of the device. Inspection of the remainder of the device presented no other damage or irregularities.